Event description:
It was reported the device was used during a laparoscopic gastric bypass. During the original surgery, the staple line appeared to be intact with the staples formed properly. Post-operatively the pt developed excesive bleeding. The pt was returned to surgery. It was found that blood had clotted around the staple line. The staple line was oversewn. However it could not be determined the point in the anastomosis where the bleeding had occurred. There was no additional pt consequence.